Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a cause for the reported edema and hemorrhage cannot be determined; however, edema and hemorrhage are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 4 and a prolapsed posterior. One clip was implanted, reducing mr to a grade of 1-2. Upon removal of the steerable guide catheter (sgc), edema occurred around the patient's groin. After the procedure, the patient experienced bleeding and was intubated.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 4 and a prolapsed posterior. One clip was implanted, reducing mr to a grade of 1-2. Upon removal of the steerable guide catheter (sgc), edema occurred around the patient's groin. After the procedure, the patient experienced bleeding and was intubated.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.